Event description:
The customer felt hypoglycemic and used the suspect device to check their blood glucose. They obtained a result of 114 mg/dl. They dosed insulin per a sliding scale. They retested and the result was 44 mg/dl about five minutes later. Soon after that, they were unconscious. Emts were called and they treated pt with a glucose IV. Controls were not used on the system. The device was replaced and authorized to be returned for evaluation.